Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned and investigated. The reported sgc leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported leak appears to be related to the observed tears in the silicone valve; however, a definitive cause for the tears in the silicone valve could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed for the leak. It was reported that the patient, with mixed etiology mitral regurgitation (mr), underwent a mitraclip procedure. The steerable guide catheter (sgc) and clip delivery system (cds) were prepared for use per instructions for use. The sgc was inserted into the patient anatomy. As the cds was being introduced, a leak was noted at the sgc hemostasis valve and a loss of fluid column was noted. The sgc was removed and replaced. Two mitraclips were implanted and the mr was reduced from grade 4 to grade 1-2. No additional information was provided.